Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record of the reported lot could not be conducted because the part and lot number was not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis. It was reported two clips were implanted in 2017 to treat mitral regurgitation (mr). In 2018, echocardiogram was performed showing mr increased. Two additional clips were implanted reducing mr. On (B)(6) 2019, the patients mean pressure gradient had increased above 5mmhg. The patient is currently hospitalized, untreated. No additional information was provided.